Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing, by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed, to the regulation's recommendation. The following is included in the device instructions for use: chapter 6: compatible reprocessing methods and chemical agents. And chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not specify if the facility delays the start of precleaning on the equipment after use. The customer did not provide the specific steps taken during the pre-cleaning and manual cleaning process. For automated endoscope reprocessor (aer) treatment, a soluscope s4 machine is used with soluscope detergent and soluscope paa (disinfectant). The scope is dried by wiping with a clean towel/paper and is blown by filtered compressed air. The scope is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the glue of the distal end glue had a pinhole. It was also uncovered that the probe unit was damaged. It was observed that the glue of the bending section cover was separated. Lastly, it was observed that the angulation knob in all directions was less then the specified value. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 2 colony forming units (cfus) of stenotrophomonas malthopphilia. It was not specified where or how the issue was found. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.